Manufacturer narrative:
A beckman coulter field service engineer (fse) discovered diluent leaked from a hole in green striped tubing through pinch valves pv14 / pv15. The fse proceeded to replace the tubing to resolve the leak and verified the repair as per established procedures. The tubing through pv14 / pv15 is the aspiration path from the blood sampling valve (bsv) to the aspiration pumps. (B)(4).

Event description:
The customer reported approximately greater than 1 ml of fluid leaked from the area near pinch valve pv14 of the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that the instrument did not generate any error messages during the event.